Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements on the right atrial (ra) lead. The plan is going to follow up. Currently, this product remains in service and no adverse patient effects were reported.